Event description:
Ethicon prolene surgical mesh, 6"x6" patch, was used to repair an incisional hernia in my abdomen from the original colorectal surgery. The mesh failed, according to the surgeon and I had to have an add'l surgery for another abdominal hernia. Now, once again it has obviously failed again as I have another surgery to correct an abdominal hernia. The entire time, this surgical mesh has been in my abdomen; it causes sporatic pain. Not to mention my abdomen now looks like something out of a horror movie.